Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 there was a no external power alarm while on the mobile power unit (mpu), caused by a brief interruption in power. This may be due to the power cord coming loose from the wall outlet or the connection with the mpu, or the house losing power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The log file contained approximately 11 days of data (01feb2020 ¿ 11feb2020) 2020 per the timestamp). The log file captured no external power and low voltage hazard alarms due to a temporary loss of power while connected to the mpu on (B)(6) 2020 from 23:23:42 to 23:23:53. The system controller backup battery supplied power to the system during the loss of external power. The alarms were resolved when power from the mpu was restored. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Multiple requests were made to obtain additional event information (including the serial number of the mpu, if the cause of the loss of power was determined, and if the patient has a locking ac power cord for the mpu); however, no response was received. The mpu was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.